Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer reports air is detected in the system. The catheter was implanted on (B)(6) 2012, in right subclavian. The catheter was in place for (B)(6). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.